Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the recharger resolved the charging issues and pain. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 97754, serial# (B)(4), product type recharger, UDI#: (B)(4). All codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. On (B)(6), the patient reported that he was having a problem with the recharger itself. The patient stated that when he plugs the recharger in to charge, nothing comes on the screen. The patient stated that the black casing around the connector pin was loose and he could see wires and the cord was frayed. There was not an out of box failure reported. The patient was warm transferred to repair. On (B)(6), additional information was received from the patient. The patient stated that he received a new desktop charger (dtc). The patient stated that the recharger battery read between 0-25% charged and asked how long can he expect before he could use the recharger to charge again, stating he hadn't gotten a full charge in days because he had spent days trying to get recharger charged. Patient services reviewed considerations for charging recharger/ins. The caller reported the following while charging: he's noticed ins charge level have "been fading out". The patient stated that "before I even had this recharger problem, I would charge in the evening, I would get the ins completely charged, but as soon as I got up in the morning it would down 25%". The patient stated "let's say 8, 9, 10 in the morning I did the reading, by 2pm, it was down 50, and 50 took a long time to charge back to 100. It just became that way within the last month". It was reported that the patient had recently switched to a new group/had the need to increase parameters. Patient services reviewed how programmed parameters affect recharge intervals. The patient stated "I'm on c now, we were on d, it seems to be working now". The patient stated, "they said if it starts hurting turn it up, but that defeats the purpose because I have to charge quicker". The patient noted that ¿2-3 weeks ago", his setting were perfect at 4.7 or 4.8 and the patient had no pain, "but I know that when I went down to 3.8 or 4, I had a little, but got rid of it by going up. If it stays charged longer, I could put up with bringing it back down I guess. I'll have to work on it". Troubleshooting resolved reported issue.on (B)(6), the patient reported that he received the new desktop charger (dtc) but it still was not charging his recharger. The patient reported that the screen went totally blank on saturday. Thus, the patient was unable to charge the ins and has had a return of his target pain in the back. An email was sent to repair. No further complications were anticipated/reported.